Event description:
Procedure type: gynecological/urological. Reportedly, the pt underwent a procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced pain, injury and has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4) - (avaulta anterior biosynthetic support system). Note: this report corresponds with bard's report #(B)(4) for an "avaulta posterior biosynthetic support system".